Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). However, an incomplete prime was reported and is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Finally, it says to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the homechoice (hc). The patient was connected at the time of the alarm. The caregiver (cg) stated that when the home patient (hp) connected, the solution in the patient line had gone down. The cg did not reprime the line. The technical service representative (tsr) assisted the cg in clearing the alarm. The tsr advised the cg to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.